Manufacturer narrative:
Medwatch with identifier (B)(6) is aviva system, medwatch with identifier (B)(6) is compact plus system. It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 83 mg/dl on aviva system and 167 mg/dl on compact plus system within 10 minutes. Strip information was not available at the time of the call. Meter and strips replaced and requested for return.